Manufacturer narrative:
(B)(6) (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2006, the patient presented with preop diagnosis : degenerative lumbar disk disease of l4-5 and l5-1. The patient underwent 1. Lumbar laminectomy with discectomy and posterior lumbar interbody fusion of l4-5 and l5-1. 2. Bilat pedicle screw instrumentation with emg monitoring of l4-5 and l5-1. Per op notes, during the procedure an incision was made and 6 cm x-tube was put in place with a self retaining retractor. The posterior annulus was incised and disk material was removed with the help of rongeur. Then , an implant was templeted and bmp was placed into disc space. An implant was tamped into place under fluoroscopic guidance. The x-tube was then placed at the l5-1 level where laminectomy and a medial facetectomy was also performed, exposing the l5-s1 disk and l5 <(>&<)> s1 nerve roots. Now a 12mm implant was template and bmp was placed into the disc space. The left l4 <(>&<)> s1 pedicles were then cannulated . Pedicle screws were then placed at l4 and s1 under fluoroscopic guidance. The l5 pedicle was then tapped and cannulated . The pedicle screw was then placed through the pedicle into the body of l5 using apparatus. 70 mm rod was then placed from a small superior incision through the pedicle screws and tightened under some compression. The l4 and s1 levels were also cannulated . These were then similarly tapped with emg monitoring and screws placed . The l5 pedicle was cannulated and tapped and a third screw placed here . Then 70 mm rod was placed and secured under some compression. (B)(6) 2007, the patient presented with pre-operative diagnosis :- 1. Lumbar radiculitis ; 2. Postlumbar laminectomy syndrome. Per op note, the patient underwent " percutaneous placement of the spinal cord stimulator electrode (dual) "procedure. Patient alleges unspecified injury due to the use of rhbmp-2.